Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous mid left anterior descending (lad) artery. A rotablator was used to remove calcium in the lesion. The 3.0x38mm xience prime stent delivery system (sds) failed to cross the lesion and the proximal shaft separated. Reportedly, there was no interaction of devices. The sds was removed without any reported issue. A second 3.0x38mm xience prime sds failed to cross the lesion and the proximal shaft separated. Reportedly, there was no interaction of devices. The sds was removed without any reported issue. A 3.0x38mm xience xpedition sds was used to successfully complete the procedure. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The second 3.0 x 38 mm xience prime stent mentioned is being filed under a separate manufacturer report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.